Event description:
It was reported that during the implant procedure, there was sensing difficulty and oversensing on the atrial channel. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Analysis did reveal grommet damage.